Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Cts was unable to get further information due to call disconnection by the customer and is expected to follow up. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.